Event description:
A surgeon reported a pt with an unexpected outcome following an intraocular lens (iol) implant procedure. Add'l info has been requested.

Manufacturer narrative:
Summary evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Attempts have been made to obtain add'l info. A completed questionnaire has not been received. (B)(4).